Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 05/15/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/15/2015 with the following findings: the battery compartment was observed to be cracked at the case seal. Unrelated to the reported issue, the returned accessory clip was found to be damaged; a test accessory clip was able to secure to the suspect pump case. (B)(6).